Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel along with high out of range pacing impedance measurements of greater than 2500 ohms. A lead fracture was suspected, but not confirmed. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed temporarily until the revision procedure was performed. During the revision the rv lead was surgically abandoned and the crt-d was electively explanted. Remains in service. No additional adverse patient effects were reported.